Event description:
Healthcare professional reported rupture of the right device as well as "lymph nodes in right armpit with silicone" diagnosed by ultrasound and mammography. The device remains implanted.

Manufacturer narrative:
Reporter phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported rupture of the right device as well as "lymph nodes in right armpit with silicone" diagnosed by ultrasound and mammography. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not confirm. Additional observations: crease flat observed. Yellow particles on the surface of the shell.